Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm volbella® xc and juvéderm voluma® xc the patient called to inform that they thought the filler traveled. When the patient came in there was no redness, swelling, and or lumps felt. The patient was not happy with how it looked, and the hcp requested that they could dissolve it, but the patient declined. On the next day the patient called the office after an hour with extreme swelling to inform them that they went to the ER and was prescribed prednisone and antibiotics and was told to get the filler dissolved. The patient was seen by the hcp to schedule an appointment to have the filler dissolved but the patient cancelled the appointment. The patient stated that it was better but still had pockets under their eyes. The hcp recommended that they have lymphatic massaging. So, another follow-up appointment was scheduled. Additionally, the hcp stated that the patient was injected with 2 ml of juvéderm voluma® xc in the infraorbital hollow. The injection site was tear trough/cheeks. The patient experienced swelling at the periorbital cheeks, and the patient was seen in the ER. There was medication provided from hcp as follows: bactrim, prednisone. The patient was recommended to see the hcp for a lymphatic massaging. This is the same event and the same patient reported under patient identifier (B)(6),(emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm voluma® xc.